Manufacturer narrative:
Upon completion of the investigation it was noted that during the visual examination of the device it was found that the silicone housing was torn. Although it is not possible to determine how the torn condition occurred, it might be possible since unusual marks found on the siphon guard, it could be indicative that the device was clamped to tightly causing the torn condition of the device. This however could not be determined. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The sales rep reported that there was a shunt revision for a pediatric patient. When the surgeon was intraoperative, she found the valve to be in several pieces. The outer silastic cover had a large slit in it through which csf was leaking. The doctor said that the family denies any traumatic events.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.